Event description:
Ablation with the osypka generator did not work. A new adaptor for osypka is ordered by the customer. They used another catheter from another company to complete the procedure conventionally. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).